Event description:
This is a report of inadequate iodine in a minicap. The caregiver stated that the sponges were orange/brown and appeared to have iodine on them. However, the iodine appeared partially dry. This was discovered before patient use. No additional information is available. This is report 4 of 46 involved in this event.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured 12/03/2014 -12/09/2014. The evaluation of the device was completed. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.